Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the stylus tip had separated and was not functional. It was also noted that analysis confirmed the customer's comments as the display of the programmer was dim. The power cord bay was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen was dark and could not be seen clearly also that it was not possible to update the programmer software. It was further reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessments. There was no patient involvement.